Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for valp2 valproic acid (valp2) on a cobas 8000 c 502 module. The erroneous result was reported outside of the laboratory. The original sample (probably from the pour off tube) initially went to a cobas 8000 c (701) module where sample clot alarms were produced. The sample then went to the c502 module where the valp2 result was 4.5 ug/ml with no alarms or flags. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2017 the customer pulled the original sample and the pour off tubes and repeated the sample several times on the c502 module. The valp2 result was corrected to 84 ug/ml. All the repeat results from (B)(6) 2017 matched the corrected result of 84 ug/ml. The customer wants to make sure the c502 module is detecting clots correctly. The customer is not aware of any adverse event for this patient. No adverse event was reported. The valp2 reagent lot number was 14731301 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and performed a sample probe pressure sensor check. All results were within specification. The fse replaced the sample probe. The fse ran a sample with a known clot through the system and the analyzer did produce a sample clot error alarm when it attempted to aspirate the sample. The analyzer works according to specification. A general instrument and reagent issue can be excluded since calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Possible root causes for the event may be related to zero pipetting which can be caused by bubbles/foam on top of the sample (particularly when transferred to a secondary tube) or the presence of a micro-clot (these may not be detected by clot detection and can lead to sample probe obstruction).